Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, placing of the lead was difficult. Because of low sensing, the physician had to reposition the lead a few times. In the first and second position, the sensing dropped after a short while. When the physician tried to reposition the lead, the physician had problems with the helix. The helix popped out after 30 times of wrenching and it was not possible to position the lead in the right ventricle. It wasn't possible to screw lead helix outside normally. Because there was no other lead in the hospital, the surgery was aborted and was redone at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. The lead was returned with the helix bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.